Event description:
It was reported that the atrial lead triggered a patient alert for low impedance. The lead had a slow decline of impedance and sensing values. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d284drg implantable cardioverter defibrillator (ICD)  (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008; 5092 implantable pacing lead (B)(6) 2002. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.